Event description:
It was reported that the patient had low blood pressure and heart rate during the implant procedure. The patient was placed under anesthesia and medication was administered. The patient was doing well after the procedure.